Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. Additional information: d4, h4, h6. Additional h3 device evaluation summary photo: one photo was provided for analysis. Upon visual inspection of the picture, one suture, a paper lid and one winding former of product code ep8702, lot pgb749 could be observed. However, no conclusion could be reached as the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch pgb749 number and no non-conformities were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture strand detached from the swage of the needle. There were no adverse patient consequences reported.